Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10 results of investigation: vyaire medical findings indicated that most likely, the failure is due to software bug. Furthermore, the issue is resolved with v6.0.1700.0 software update.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and downloaded the device logs. Software was upgraded from 6.0.1300.0 to version 6.0.1700.0. Photonic o2 (oxygen) concentration calibration was performed and passed. A quick check and verification was peformed according to service manual and the unit passed and meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000e us 17,3" ventilator completely shut. This unit issue happened after being taken off from a patient during set up for new patient use. The customer confirmed that there was no patient involvement associated with the reported event.